Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve did not have a good seal and was sucking in air. When trying to flush the vizigo sheath the physician reported that it seemed there was not a good valve seal as the sheath was "sucking air in." The sheath was replaced and the case was completed. When flushing the valve it was noticed that air entered the sheath. The hemostasis valve did not (gasket) break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No visual damage was able to be seen. Air did not enter the patient¿s body and the issue did not require percutaneous or surgical removal. Hemostatic valve separation is MDR-reportable. Air flow into side port is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve did not have a good seal and was sucking in air. When trying to flush the vizigo sheath the physician reported that it seemed there was not a good valve seal as the sheath was "sucking air in." The sheath was replaced and the case was completed. Device evaluation details: visual analysis revealed no damage or anomalies on the carto vizigo sheath. The hemostatic valve was found in normal conditions. The flush test was performed and it was found working correctly, the device was flushing correctly. Then, a functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished device [00001885] number, and no internal actions related to the reported complaint condition were identified. No issues with the hemostatic valve were found, however, according to the odp (optimal device performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur". The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).